Manufacturer narrative:
Initial reporter telephone number: (B)(6). (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgery to implant the intraocular lens (iol) in the left eye was uneventful; however, at the end of the surgery there was difficulty in centralization. But the lens was centralized. In the first post-operative period, it was visualized that iol decentralized inferiorly (moved inferiorly) on (B)(6) 2022, where it was seen that the haptic was amputated. The end-user has used the product before. There was a thirty minute delay in procedure. Directions for use were followed. The issue was first identified after implantation/application. Daily activities were significantly affected. The iol was explanted in a secondary procedure and a new lens was implanted. No vitrectomy, incision enlargement, or suture was required. The end-user sought medical attention; however, no medication was prescribed. Pre-operative visual acuity (va) was 20/200 and post-operative va was 20/100. Patient status is "temporarily impaired." Through follow-up, it was learned that the damage of the first surgery is the lack of visual acuity yet. The surgeon monitors the post-operative period of the surgery and in the first post-operative period, the decentralization of the iol is already visualized. Another johnson and johnson iol was implanted as the replacement lens (same model and diopter, zxt300 +22.5).the lens exchange surgery proceeded normally and was performed in 20 minutes. No further information was provided.

Manufacturer narrative:
Additional information/correction: a search of complaints related to this production order was performed again on (B)(6) 2024. The search revealed that one additional complaint folder was received for this po. However, the complaint issues reported are not related. Therefore, no further actions are required. Correction: upon further review it was noted that "section g4: combination product" field should have been populated with "no" but was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.